Event description:
It was reported to the manufacturer that the user's handheld screen was frozen at start-up. The lock button was verified to be in the unlocked position. A soft reset was performed by re-inserting the flashcard and a hard reset was also performed. The screen remained unresponsive despite of the troubleshooting performed. A replacement device was sent to the user upon request. Good faith attempts to obtain additional information regarding the reported event and to obtain the non-working device for analysis have been unsuccessful to date.